Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue of no image being displayed was confirmed. It can be surmised that an image was not displayed because of an abnormality in the integrated board. A definitive root cause for the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the installation inspection, it was found that when the power of the subject device was turned on after startup, the endoscopic image of the subject device was not displayed on the monitor at all (no olympus log was displayed) even though the power indicator turned on, and also found that the problem occurred for all input terminals of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon (no image) was duplicated, and also found that this phenomenon was caused by the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.